Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported a "free flow" of unspecified fluid during infusion via pump module. No further information was reported. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a "free flow" of unspecified fluid during infusion via pump module. No further information was reported. There was patient involvement but no harm.

Manufacturer narrative:
Correction : unique identifier (UDI) #. Additional information : manufacturer narrative. Investigation summary : the report of free flow was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Extensive laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The customer provided an event date of 17 june 2024. The event time was not reported. The suspect pump module event log shows that pcu s/n (B)(6) was attached during the last programmed infusion. The pump module event log did not show a rate being programmed during infusion. > at 3:06 pm, the unit was selected, and the pump module was immediately paused and restarted. > at 3:29 pm the pump module was channeled off. No further infusions were noted on this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. User manual - the roller clamp should be closed prior to the set being removed from the pump module or opening the pump module door. These steps should be taken to prevent free flow events. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Root cause: the root cause of the reported over infusion was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported a "free flow" of unspecified fluid during infusion via pump module. No further information was reported. There was patient involvement but no harm.